Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,4.1mm,sbm,13 (tsv4b13) was received for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. The product dimensions were measured with digital calipers (cal1334, calibration due date 23-oct-2019) and were found to be within the specifications in the product's engineering drawing. No pre-existing conditions were noted on the per. The implant was placed at tooth location # 34 (fdi) and was removed on the same day due to reported bone fracture. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (63896371). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 63896371) for similar event and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone fracture) or device (tsv4b13). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
The doctor indicated that there was no primary stability due to vestibular cortical fracture during the implant placement.